Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the "wire" was "cut" troubleshooting, symptoms, cause, actions, and patient outcome remained unknown. Follow-up is being conducted.

Event description:
Additional information received reported that they simply moved the wires to the other side. If additional information is received, a supplemental report will be sent.